Event description:
The hospital reported that the ultrasonic probe stopped working during the procedure. The tip of the probe broke and fell off after the probe was removed from the patient. There were no injuries or complications.